Event description:
An rf ablation procedure was performed on a liver tumor (approximately 3.8 cm, not hcc, located in the s7 region) using a coaccess needle electrode device in 2008. According to the complainant, during the procedure, the introducer was advanced through the lesion using a 13 gage plastic echo guide (product and MFR are unknown). After completing a biopsy procedure, an rf ablation was performed with the tines half deployed, at 70 watts; roll-off was achieved within 5 minutes. A second ablation was performed with the tines fully deployed; however, after ablating for 13 minutes, roll-off was not achieved. It was reported that the physician retracted the electrode tines completely into the cannula and attempted to remove the electrode with the introducer; however, severe resistance was encountered. The physician was able to successfully remove the electrode without the introducer. However, when the physician attempted to remove the introducer from the patient, severe resistance was again encountered. The complainant was eventually able to remove the introducer, and noted that the insulation layer of the introducer was torn and had detached from the introducer. The detached insulation was successfully removed from the patient and appeared accordion-like and approximated to be 7 to 8 cm long. There were no patient complications and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, a device evaluation has not been completed. The cause of the reported malfunction is undetermined.